Event description:
It was reported that a prismaflex m100 set c was leaking externally from an unspecified location. This was observed while priming the set prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. The returned samples were reviewed, and it was noted that there was leakage from the pbp post pump line. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.